Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/28/2025, it was reported by a sales representative via (B)(4) that an ar-300b burr attachment 2.35 mm no longer holds the burr. No adverse effects on the patient. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Complaint allegation is not confirmed. One unpackaged ar-300b burr attachment 2.35 mm serial number: (B)(6) was received for investigation. Visual evaluation of the returned device noted wear and tear to the device with superficial scratches and slight discoloration observed. Functional testing was performed by inserting a .092 pin gauge to simulate a burr and it was found that the returned ar-300b burr attachment 2.35 mm could lock on the pin and hold it as intended. No problem found.